Manufacturer narrative:
It was reported that foam is separated partly or moved from position.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, foam is separated partly or moved from position.

Manufacturer narrative:
Update to h6: type of investigation update to h6: investigation findings.